Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device (no further detail was provided). In this case, the patient with stage IV alveolar rhabdomyosarcoma had a port-a-cath placed in the operating room (or) which was accessed for nine days until discharge from the hospital. The next day, the patient returned to the emergency department with abdominal pain, diarrhea, fever, and neutropenia and was diagnosed with clabsi. On an unspecified date, the patient was discharged. On an unreported date, the patient was treated with unspecified (reported as ¿appropriated¿) antibiotics for clabsi (doses, frequencies, and routes were not reported). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
A product use review was conducted with the hospital by baxter clinical services. The assessment revealed that scrubbing (antiseptic) of the device was not performed according to the package label instructions. It was stated in the assessment result, that ¿no scrubbing was performed when the device was removed from the packaging and in between multiple syringe accesses¿. Upon further review, it was determined that the reported condition of ¿central line associated blood stream infection (clabsi)¿ was due to use error and therefore, not a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.